Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user did not wear audio processor (ap) for a week and did not hear any sounds when placing it back on a week later. She contacted customer service for the ap to be replaced.

Manufacturer narrative:
According to the information received from the field a technical implant failure due to chronic movement of the device seems likely. According to the information received on the device explantation report form the transition was found broken during explantation surgery. The explanted device has not been received for investigation yet. This is a final report.

Event description:
The user did not wear audio processor (ap) for a week and did not hear any sounds when placing it back on a week later. The user was reimplanted.